Event description:
The pump was refilled on (B) (6) 2010. The drug was changed and a bridge bolus was programmed without incident. On (B) (6) 2010 the pt complained of the pocket feeling hot and appeared red and swollen. On (B) (6) 2010 the pt's pocket site appeared swollen, was tender to the touch, and there was redness around the pocket per the hcp. The pt had increased pain. Per the hcp, the pt had a reaction to the prep solution or a skin infection. The pt had cultures done and underwent treatment for a skin infection after the refill. Per the hcp, if a deep infection is diagnosed, the pt will need explant. The pt outcome was reported as serious life threatening injury/illness-recovered with sequelae. The pump delivered hydromorphone 0.24 mg/day.

Manufacturer narrative:
(B) (4).